Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported that while infusing acetaminophen 600mg (10mg/ml) at 240ml/hr over 15 minutes via syringe pump into the y-port of a primary line infusing ns, they noticed a significant amount of air in the line distal to the y-port that the extension tubing was attached to. Upon further inspection of the two lines, the syringe tubing was noted to have a crack in the hub where it was connected to the syringe. The customer states there is some doubt as to whether the crack was present upon opening the package, or if it occurred after some use; however it was not noticed until there was a large amount of air in the line. The line and medication were replaced, and there was no reported harm to the patient.

Manufacturer narrative:
Concomitant medical products: 60ml bd syringe of acetaminophen (ofirmev) 10 mg/ml lot unknown; 10ml bd syringe 0.9% sodium chloride, lot: 5155573, exp: may 2018; therapy date (B)(6) 2015. The customer¿s report that the set leaked near the hub (female luer) was confirmed. Visual inspection showed that the female luer had a vertical hair line crack on the knit line. The luer was inspected under magnification and no stress marks were observed. Functional testing was performed and a leak was observed from the crack. The cause of the leak was identified as a crack on the female luer. The cause of the crack is unknown.

Manufacturer narrative:
(B)(4)